Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a moderately tortuous and moderately calcified circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. The balloon was advanced for dilatation. However, during the tenth inflation at 10 atmopsheres for 8 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.